Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported infection with inflammation and pain at tooth site 29 during healing phase. Doctor also indicated necrosis of vestibular bone wall. There has been a delay in the procedure due to ossification.